Event description:
It was reported that the bd saf-t-intima IV catheter safety system 22 g x 0.75 in. Experienced safety failure. The following information was provided by the initial reporter: material no: 383323 batch no: 8299929. It was reported that the cover did not completely cover the needle, leaving it exposed. Event description per medwatch report states, "using the bd saf-t-intima #22 IV insertion device. After the IV had been placed and the placement was verified, the nurse withdrew the needle from the device. Upon withdrawing the needle out, the plastic safety cap did not cover the needle and it was left exposed."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8299929. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on 03/01/2019 via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima IV catheter safety system 22 g x 0.75 in. Experienced safety failure. The following information was provided by the initial reporter: material no: 383323, batch no: 8299929. It was reported that the cover did not completely cover the needle, leaving it exposed. Event description per medwatch report states, "using the bd saf-t-intima #22 IV insertion device. After the IV had been placed and the placement was verified, the nurse withdrew the needle from the device. Upon withdrawing the needle out, the plastic safety cap did not cover the needle and it was left exposed."